Event description:
The laser system has the following problem: "diode not emitting power."

Manufacturer narrative:
The problem was due to the broken diode. After the replacement of this component, the laser system restarted to work. We are unaware about pt injury.